Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "patellar tendon rupture and ligamentous laxity." "Wear and/or deformation of articulating surfaces."

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2004. Subsequently, the patient was revised on (B)(6) 2015 due to collateral ligament deficiency and poly wear. All components were replaced with an orthopedic salvage hinged knee.